Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11: intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations was able to confirm/reproduce the reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.102¿ x 0.046¿ was not returned with the instrument. No container was returned with the instrument. The root cause of the broken instrument main tube is typically attributed to mishandling. A review of the instrument log for the force bipolar instrument (part # 471405-06/ lot # n10200907-0180) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system sk4175. The alleged event occurred on the 7th use of the instrument. Based on the failure analysis results, the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument. The location of the broken piece that was not returned with the instrument remains unknown. The customer was not certain if any fragments from the instrument fell inside the patient and were retained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. An instrument log review of the force bipolar instrument could not be performed since the lot # was not provided by the customer. Multiple force bipolar instruments were used on 23-feb-2021 so the specific instrument could not be determined. A review of the site's complaint history does not show any additional complaints for this product. Photos are reportedly available, but have not been received for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the surgeon was unable to remove a force bipolar instrument and ended up removing the trocar along with the instrument. A piece of the shaft broke off, but the reporter does not know if it fell inside the patient or not. The customer could not be certain if any fragments fell inside the patient and were retained. No post-operative tests were performed. There was no report of any patient harm, adverse outcome, or injury. However, unintended fragments falling inside the patient may require surgical intervention. In addition, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was unable to remove a force bipolar instrument and ended up removing the trocar along with the instrument. A piece of the shaft broke off, but the reporter does not know if a piece fell inside the patient or not. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: they do not know if any fragments fell inside the patient. The surgeon did look throughout the surgical site, but was unable to see anything in the patient. They did not perform an x-ray because the fragment would not have been detected by x-ray. The surgeon does not know what caused the instrument to break, but he said the instrument was damaged between the lower metal portion and the instrument's black shaft. The instrument was in use for about 2 hours before it became damaged. The instrument was inspected before use by the surgical scrub tech and no issues were noted. The surgeon was closing when the instrument became damaged. The customer stated there might have been an instrument collision, but this did not cause the fragment to fall inside the patient. The instrument was never removed and placed back into the patient. When it was time to remove the instrument, the wrist was straightened, but they still felt resistance upon removal of the instrument through the cannula. The surgeon made the decision to remove the damaged instrument along with the trocar and cannula together. The customer stated that the surgeon noticed the broken product and then felt the resistance. The patient has not returned for any post-surgical complications related to this issue. The product is currently with the hospital's risk management department and will be returned to isi after their investigation has been completed. Photos are reportedly available, but have not been received as of the date of this report.